Event description:
The clinician reports the implant was inserted on (B)(6) 2011 in the patient's mouth. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and fistula. No further patient complications were reported.